Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified. Based on the results of the investigation, it is likely that the following led to the malfunction: foreign material originated from silicone-based chemicals such as anti-foaming agents. This issue is addressed in the instructions for use (IFU): the instruction manual operation manual, ¿gif-1200n, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual, ¿gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope objective lens had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has white-clouded area; adhesives around objective lens has white-clouded area; adhesive around light guide lens is peeled; due to adhesive peeling around light guide lens, streak of flare appears in the image; protector of universal cord on control section side has a scratch; andf adhesive around light guide lens is peeled. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.